Event description:
It was reported that the patients incision did not look right. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded by the facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20658138.